Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the insert would not fit into the trident multihole cup. Would not lock. Second insert of the same cat number fit appropriately".